Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the large suturecut needle driver instrument was found to have an exposed wire. The customer reported event had no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the last surgical procedure when the instrument was used during a sacrocolpopexy with hysterectomy. The instrument has been returned. The customer was unable to provide details of the issue and procedure.